Event description:
It was reported that the user experienced nighttime low glucose readings around 55 mg/dl and insisted on performing an ilet factory reset despite counseling to consult a healthcare provider, after which the agent guided a factory reset while the user continued using existing freestyle libre 3 plus supplies and received education on proper meal announcement after reset. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included customer service troubleshooting and user education, with assignment for additional training and referral to the clinical team. Investigation of this case revealed no device malfunction reported, with the cause of hypoglycemia unclear and potential user-related operational factors noted, including repeated self-initiated factory resets and uncertainty with ilet use guidelines. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.